Event description:
Caller reported an alarm 2 event, indicating occlusion issues on multiple occasions, specifically on (B)(6) 2025 and (B)(6) 2025. Customer's blood glucose level did not exceed 500 mg/dl during these events, indicating no adverse impact. To resolve the occlusion issues, customer changed the infusion set and cartridge and resumed insulin. Frequent occlusion issues prompted a follow-up request for additional assistance.